Event description:
A malfunction alarm with code malf 0 was reported, but no notable events occurred prior to this malfunction. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Technical support provided pump reset instructions and assisted the customer with resetting the pump. The issue did not recur, and the customer was advised to continue using the pump and to call back if the malfunction code reappeared.